Event description:
The customer reported that the system displayed blurry, dark images and sometimes the fluoro beeper continues beeping after the x-ray switch is released.

Manufacturer narrative:
The ge svc rep found a break in the interconnect cable and ordered a replacement. He instructed customer about extended exposure. The rep replaced the cable and now have no image at all. The image returned while he checked the ccd power supply. The system is now imaging without wavy lines and can pull on the interconnect cable without loosing image. The system functions were tested and found to be working as designed.